Event description:
It was reported the patient died on (B)(6) 2008 and that it was device related. The cause of death was reported as cardiac tamponade secondary to atrial lead perforation. Follow up with physician revealed indication for device placement had been tachybrady sick sinus syndrome. Implant reported to have gone without complication and device check next day was satisfactory. Patient had more atrial fibrillation and medication was increased. Patient was discharged seven days prior to death. Physician reported "that the presence of left ventricular dysfunction from a cardiomyopathy would predispose (patient) to an increased risk of sudden death that would not have been prevented by the pacemaker and may not have been prevented by the ongoing antiarrhythmic therapy."

Event description:
It was reported the patient died on (B)(6) 2008 and that it was device related. The cause of death was reported as cardiac tamponade secondary to atrial lead perforation. Additional information has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.